Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer states that they wanted to see if there was anyway I could get help with the quickset. Customer reports bent cannula and a high blood glucose values of 400 mg/dl. Products are not expected to return.